Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose was 404 mg/dl at the time of the incident and current blood glucose was 289 mg/dl. The customer was treated with insulin pump. It was reported that they had high blood glucose and was above 400 mg/dl and didn't go down. The customer was advised to monitor and call help line if it occurs again. The insulin pump will not be returned for analysis.